Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure for a gastric polyp performed on (B)(6) 2011. According to the complainant, during the procedure, the clip was closed onto the mucosa, and then deployed. However, the clip was not able to be released from the delivery catheter. The physician was able to open the jaws after some device manipulation, and then removed the clip from the patient attached to the delivery catheter. The procedure was successfully completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was mashed onto the bushing. Additionally, the control wire was not attached to the clip assembly. Functionally, the clip was not able to be opened or closed. Furthermore, the clip assembly could not be deployed. The condition of the returned incident device was consistent with the reported event that the clip failed to release from the catheter. The evaluation confirmed that the clip assembly could not be deployed. Based on the evaluation conducted, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure for a gastric polyp performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was closed onto the mucosa, and then deployed. However, the clip was not able to be released from the delivery catheter. The physician was able to open the jaws after some device manipulation, and then removed the clip from the patient attached to the delivery catheter. The procedure was successfully completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.